Manufacturer narrative:
Siemens completed the investigation of the reported event. The system was brought back to clinical operation after restart and was monitored for one month with enable traces (extended logging) without re-occurrence. No general product issue could be identified. The root cause could not be determined based on available information. In case of re-occurrence, the customer has been asked to provide all logfiles and date and time of occurrence. No remedial action is deemed to be necessary.

Manufacturer narrative:
Initial reporter is a siemens employee. A contact name for the facility was not provided. Siemens has initiated a detailed technical investigation of the reported event. A supplemental report will be filed upon its completion.

Event description:
It was reported to siemens after performing a polytrauma topogram scan of the skull, the user interface of the CT scanner froze during the polytrauma topogram of the (B)(6)-year-old patient's abdomen and pelvis. The patient was then unloaded from the reported CT scanner and the procedure was completed using a different scanner. After the application was restarted, the reconstructions from the first scan range (skull) for this patient could be performed. Aside from the additional x-ray dose from the second topogram, no patient injury associated with event was reported to siemens. The child was in good medical condition when released. This report has been filed with an abundance of caution. The reported event occurred in (B)(6).